Event description:
It was reported that a malfunction alarm occurred. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer cleared the alarm and continued pump therapy.